Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried two machines already. The first just primed and stopped. Right now, they were tried to start therapy in an arctic sun device and the flow rate (fr) was 0.1lpm. Patient temperature (pt) was 31.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24.2c. Explained they need to get the flow rate (fr) up for the heater to function properly. System diagnostics: system hours were 900, pump hours were 804, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 33 percentage. Flow rate (fr) up to 0.4lpm at that time. Tried disconnecting and reconnecting pad properly then again but rotated connectors 180 degrees. They could not get the flow rate (fr) any higher using these methods. The nurse attached a second pad and placed it off to the side. Flow rate (fr) then 1.5lpm. Explained heater should now be functioning at full capacity. The nurse would call back if there are any further issues.